Event description:
It was reported that proximal to the hub, the catheter started leaking blood when pressure was applied by the dialysis machine blood pump. A hole was noted in the hub to lumen joint.